Manufacturer narrative:
A ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of the ventilator display. There was no patient involvement.

Manufacturer narrative:
Additional information was received that this case is a duplicate of (B)(4) which addresses the issues of both cases. This case closed as nac-duplicate.